Event description:
It was reported on (b)(6) 2026 a mm Amplatzer Amulet Left Atrial Appendage Occluder was selected for implant using a 12F Amplatzer Amulet delivery sheath for a left atrial appendage (LAA) closure. The patient was taking an oral anticoagulant prior to the procedure. The LAA was characterized to be small with a long distance noted from the ostium to the neck with substantial depth. The imaging modalities used were 2D (TEE) and 3D multiplanar reconstruction (MPR). The landing zone measurements were 13.2 mm at 0 degrees, 12.4 mm at 45 degrees, 12.2 mm at 90 degrees, and 11.7 mm at 135 degrees. The ostium diameter was 13.2 mm on 2D TEE. A considerable height, measured about 12.7 mm, was observed between the landing zone and the pulmonary vein (PV) ridge. During the procedure, the activating clotting time (ACT) was 170 second and and Heparin was administered. The heart rhythm was normal sinus and the left atrial pressure was 12 mmHg. Transseptal puncture was made at the inferior mid location. The wire was positioned in the left upper pulmonary vein. Deployment was performed more gradually than usual, progressing from the ball to triangle configuration given the LAA anatomy. TEE confirmed positioning of the device. In the 45-degree view, the disc was observed to be in contact with the PV ridge, however due to the elevated anatomy, the superior margin was not completely reached. The distance between the device and the pulmonary artery was 4mm. CLOSE criteria were satisfied and a tension test was performed for 20 seconds, then observed for movement again as the disc relaxed. No movement was observed. CLOSE criteria were re-evaluated and confirmed. The device was implanted. The patient was discharged home. While at home, the patient was reported to have complaints of malaise and fatigue. The following morning, the patient was found deceased. Postmortem examination confirmed the presence of a pericardial effusion. The physician suspects cardiac failure secondary to cardiac tamponade as the cause of death. However, this was not confirmed. The physician believed the 16 mm Amulet (10735251) was related to the pericardial effusion.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.